Manufacturer narrative:
It was reported that the resident was transferred from a wheelchair to a bed. When the resident was lifted from the wheelchair the sling leg clip detached. As a consequence of the event the resident fell approximately 6" back down to his wheelchair and sustained a bruising. After the event the device and sling were evaluated by arjo technician. The lift and sling inspection showed no malfunction which might lead to clip detachment. The visual inspection od the sling showed that there was no plastic support stays/stiffeners inside the head section of the sling. The arjo representative contacted the customer to obtain additional information about the incident. During the interview, the customer stated that the sling legs were not crossed. Staff were distracted and talking during the sling application and the caregiver did not check that the clip was properly attached. The resident also began to behave unexpectedly during the transfer. The sling clip has been designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore, the detaching of the sling leg clip in normal condition is unlikely. Considering that the leg clip detached, we concluded that a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to detach the leg clip. The complaint information indicate that the resident had uncontrolled movement. It seems likely that due to resident¿s sudden movement, the clip might have been accidentally pushed by the resident. The instruction for use of the maxi twin (04.kt.00_15) indicates that: ¿ ¿warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation¿ ¿ "a resident prone to kicking must have the leg clips of the sling crossed. This prevents the resident from falling as a result of clip detachment due to kicking." The passive clip sling (04.sc.00-int1_6) instruction for use indicates: ¿ ¿warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process¿ the passive sling clip instruction for use (04.sc.00) instructs to : ¿check that the stiffeners are completely inside the stiffener pockets if any.¿ looking at the event it has been established that a floor lift and arjo sling were used for resident handling at the time of the event. The clip detached and from that perspective system did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the sling clip detached during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident was transferred from a wheelchair to a bed. When the resident was lifted from the wheelchair the sling leg clip detached. The resident sustained a bruising.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.